Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2015, patient of unknown age and gender presented for an microwave procedure of the liver. During the procedure, after the needle was placed in the patient's liver, the treating physician noted the tip appeared to be curved. He withdrew the applicator needle when the tip of the applicator partially detached from the probe shaft. No piece of the applicator remained inside of the patient. The reported defective device was placed to the side and a new of the same device was used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event. The disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the tip detaching cannot be confirmed as no sample was returned. Without receiving the device for evaluation, a definitive root cause cannot be determined. A possible contributing factor could have been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).